Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for evaluation and no conclusion could be drawn based on the limited information we have regarding this event. As reported by the surgeon, the hematoma was near and not in the area of the anastomosis and therefore is not device related. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The patient underwent laparoscopic low anterior resection and the anastomosis was performed with the car. From the first few post op days there was a small bleeding, traced through the drainage. After a while the bleeding stopped. On day 7, "liquid stool" was traced in the drainage and the patient was reoperated. The anastomosis was completely destroyed, and bleeding on the proximal near the anastomosis was observed. The doctor assessment is that there was a haematoma in the area and bleeding of this did "corrosion" to the anastomosis so the car cannot be blamed.